Event description:
A report was received that the patient had recently fallen and was experiencing unwanted stimulation and numbness in his leg. The patient met with his physician and x-rays were taken but the results are not yet available. A bsn sales representative suspects that the lead may be broken or fractured as it is exhibiting high impedances. The next course of action has not yet been decided.